Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records is not possible. The alleged pain appears to be related to the reported possible recurrence of the hernia. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the IFU as a possible complication. The information provided to date is limited. Additional information was requested. Based on the limited information provided at this time, no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The contact reports that the patient was implanted with a bard kugel mesh. He reports the patient has experienced pain and a possible recurrence of the hernia. The contact also reports the patient has been taking non prescribed narcotic pain medication to relieve the pain.

Manufacturer narrative:
This is an addendum to document medical records that were provided. The medical records consist of the initial office consultation, peri operative report and implant record with product code and lot number. A manufacturing review was performed and found that the lot was manufactured to specification. Based on this additional information the initial determination remains the same, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient condition.

Event description:
The contact reports that the patient was implanted with a bard kugel mesh. He reports the patient has experienced pain and a possible recurrence of the hernia. The contact also reports the patient has been taking non prescribed narcotic pain medication to relieve the pain. Addendum: this addendum is to document medical records that were provided. The medical records show that the bard kugel mesh was implanted on (B)(6) 2011 for the repair of a left inguinal hernia with scrotal component.